Manufacturer narrative:
Technician opened one rail and found small e-clip missing on bracket. Existing rails were replaced as part of hill-rom siderail program. Tested function.

Event description:
Found bed in back hallway. Performed assessment and found both siderails not rotating correctly.